Event description:
Customer reports patient who reportedly received result of 242 mg/dl on the inform system and 92 mg/dl on a lab value within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.